Event description:
It was reported that when (3) devices and (3) reload cartridges were used during an unknown procedure, the devices would not fire. Another device was opened to complete the case without consequence to the pt.